Manufacturer narrative:
Suspect medical device, device manufacture date: reservoir: (B)(6), batch/lot # 1000161415, mfg date 09/17/2018, exp date 09/16/2020.

Event description:
It was reported that the patient's ams700 inflatable penile prosthesis was removed on (B)(6) 2018 because the pump eroded through the scrotum. There were no signs of infection and an ams700 18cm lgx device and 100ml conceal reservoir were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.